Manufacturer narrative:
Method: eval anticipated but not yet begun. A full eval will be conducted as soon as the device is returned.

Event description:
Reported by the customer as: at the end of the dosing cycle, the device displayed the dose was complete but the bag was still full of fluid. The same bag and tubing set was used on another device and emptied as expected.